Event description:
Per the clinic, the patient experienced swelling and infection around the magnet site. Subsequently, patient underwent revision surgery on (B)(6) 2026, in order to convert the patient to a transcutaneous osia implant system on a different site. During the procedure, the internal magnet was removed.